Event description:
The following information was provided to davol by the patient's attorney: on (B)(6) 2003 - surgeon implanted marlex mesh into the patient. On (B)(6) 2004 - corrective surgery was performed on the patient and a second marlex mesh was implanted into the patient. On (B)(6) 2007 - corrective surgery was performed on the patient and a third marlex mesh was implanted into the patient. On (B)(6) 2010 - implant of a spinal cord stimulator. On (B)(6) 2010 - explant of the spinal cord stimulator. The attorney alleges that the patient suffered permanent injuries, disfigurement, "pain and suffering", and had to undergo additional medical treatment due to the above mentioned medical devices.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. A lot number has not been provided by the patient's attorney; therefore a review of the manufacturing records could not be conducted. Additionally, no sample has been returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00546 for information related to the bard flat mesh implanted on (B)(6) 2003. See MDR 1213643-2012-00548 for information related to the bard flat mesh implanted on (B)(6) 2007.